Event description:
The customer reported that the zipper damage and separation on the pt access panel of the canopy. The problem was discovered while the canopy bed was in the warehouse. Eval of the returned product found that the zipper slider body was open on one of the windows.

Manufacturer narrative:
The product was returned for eval. Inspection found that the slider body was open on the right side window. Zipper damage was also observed. (B)(4).